Event description:
It was reported the screen goes black, reseated the probe and the screen started to come on, but then went black again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the screen stays black, no display was confirmed. The unit finally powered up after pressing the power button in really hard, then the unit operated as expected. The problem is traced to the power button, the power button needs to be replaced with the new revision due to a design-related failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the screen goes black, reseated the probe and the screen started to come on, but then went black again. No other information was provided.